Manufacturer narrative:
Section d10, g3, h5, h8: correction. Section d4, h3, h4: additional information. Manufacturer's investigation conclusion: the system controller serial number (B)(6), returned for evaluation, was functionally tested using the laboratory equipment and an early stage of conductor breakdown in both power cables was confirmed. The early stage of conductor breakdown did not affect the controller¿s ability to operate a test pump during analysis. The root cause of the inner conductor breakdown appeared to be related to wear and tear due to repetitive lead flexing during cable use. The data log file was successfully retrieved and contained events recorded from the time stamp of day 1315, 23 hours and 43 minutes to day 1322, 20 hours and 19 minutes where power cable disconnect alarms were recorded. The system maintained the desired set speed with no interruptions. Periodically inspecting the equipment for damage is covered in the patient handbook. General care and guidelines of the system controller are described in patient handbook and operating manual. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The investigation of the returned system controller serial number (B)(4) revealed an early stage of conductor breakdown in both power cables.